Event description:
Customer reported that they observed droplets of red fluid on top of the mts gel card foil, while performing a/b/o & rh type and antibody screen testing on the ortho provue analyzer.

Manufacturer narrative:
Customer reported that they observed droplets of red fluid on top of the mts gel card foil while performing a/b/o & rh type and antibody screen testing on the ortho provue analyzer. An ocd field engineer evaluated the provue with respect to its operational environment. The field engineer performed the appropriate replacements and adjustments to return the analyzer to expected operation. Erroneous results were not reported as a result of this incident. Carry over and / or cross contamination was not reported as a result of this incident. The customer reported that the analyzer did not post a condition code indicating an incident in the fluidics system. If this incident were to recur undetected, erroneous results could be reported and possible transfusion of incompatible blood could occur. Instrument malfunction could not be ruled out.